Event description:
Based on the (B)(4) adjudication minutes received on (B)(6) 2012, the committee determined that this cypress study patient suffered a peri-procedural mi during the index procedure. The indication for the index procedure was angina. Angiography revealed a 70% stenosis in the proximal lad and a 70% stenosis in the 1st diagonal. The first lesion treated was the 1st diagonal, described as de novo. Stent delivery was attempted; however, the device failed to cross the target lesion. The lesion was treated with poba only, no stent deployed. The second lesion treated was in the proximal lad. Two over lapping study stents were successfully implanted. No dissection and timi 3 flow. At pre-procedure ck peaked at 52 (232 u/l), ck-mb peaked at 1 (5ng/ml) and troponin I was 0.006 (0.05 ng/ml). At 6 to 12 hours post procedure, the ck peaked at 55, ck-mb peaked at 2 and troponin I was not done. At 16-24 hour post procedure, the ck peaked at 60, ck-mb peaked at 2 and troponin I was 0.4111. The core lab reported no new major st-t abnormalities and no new q waves. No procedure complications were reported and the patient was discharged the next day. Per the (B)(4)adjudication minutes received, the committee determined that the patient experienced a peri-procedure mi. The committee reported the event as being related to the procedure and related to the devise.

Manufacturer narrative:
Concomitant medications: aspirin 325mg qd, atenolol 50mg qd, accupril 40mg qd, furosemide 120mg qd, citclopram hydrobromide 10mg qd, klor-con m20 20mqd qd, lantus 40 units qd, nitrostat 0.4 mg prn and fexofenadine hcl 180mg qd. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00126 and 3003742446-2012-00127.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi during the index procedure. This is a (B)(6) male with medical history including seven pci the most recent in (B)(6) 2005, including target vessel pci (most recent in (B)(6) 2005 with stent placement), dyslipidemia, hypertension, stroke in 2006, mi in 2004, diabetes and smoking. The indication for the index procedure was angina. Angiography revealed a 70% stenosis in the proximal lad and a 70% stenosis in the 1st diagonal. In (B)(6) 2010, the index procedure was performed to treat two target lesions. The first lesion treated was the 1st diagonal, described as de novo. Stent delivery was attempted; however, the device failed to cross the target lesion. The lesion was treated with poba only. The core lab reported 27% residual stenosis with no dissection, timi 3 flow and the comment ''no stent deployed. Unable to advance.'' The second lesion treated was in the proximal lad. Two over lapping study stents were successfully implanted. The core lab reported 22% residual stenosis, no dissection and timi 3 flow. Pre-procedure the ck was 52, the ckmb was <1 and the troponin was <0.006. Post procedure the ck was 55, the ckmb was 2.0 and the troponin was not measured. The following day the ck was 60, the ckmb was 2.0 and the troponin was 0.411. The core lab reported no new major st-t abnormalities and no new q waves. The post procedure was uncomplicated and the patient was discharged the following day on dual anti-platelet therapy. It was noted that the patient's troponin was elevated 16-24 hours after the index procedure. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient¿s complex medical status, vessel characteristics and procedural factors may have contributed to the event.